Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of uterine perforation ("contraceptive device pierced both sides of uterus") and breast cancer ("breast cancer") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of cancer - patient's genes tested negative for the breast cancer gene. In 2009, the patient had essure inserted. In 2011, the patient experienced breast cancer (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("excruciating pain"), abdominal pain lower ("cramps"), malaise ("felt sick all the time") and fatigue ("fatigued all the time"). The patient was treated with surgery (total hysterectomyin (B)(6) 2018) and surgery (mastectomy on left breast). Essure was removed in (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, abdominal pain lower, malaise and fatigue had resolved and the breast cancer outcome was unknown. The reporter considered abdominal pain lower, breast cancer, fatigue, malaise, pelvic pain and uterine perforation to be related to essure. The reporter commented: the patient's physician explained that patient's uterus would have been trying to expel the toxic implant by contracting, which explains my cramps. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on an unknown date: device migrated. Laparoscopy (cont.): device had actually migrated from my tubes into my uterus and was piercing both sides of the uterus from the inside. Further company follow-up with the non-health professional is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of uterine perforation ("contraceptive device pierced both sides of uterus") and breast cancer ("breast cancer") in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of cancer: patient's genes tested negative for the breast cancer gene. In 2009, the patient had essure inserted. In 2011, the patient experienced breast cancer (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("excruciating pain"), abdominal pain lower ("cramps"), malaise ("felt sick all the time") and fatigue ("fatigued all the time"). The patient was treated with surgery (total hysterectomy in (B)(6) 2018) and surgery (mastectomy on left breast). Essure was removed in (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, abdominal pain lower, malaise and fatigue had resolved and the breast cancer outcome was unknown. The reporter considered abdominal pain lower, breast cancer, fatigue, malaise, pelvic pain and uterine perforation to be related to essure. The reporter commented: the patient's physician e explained that patient's uterus would have been trying to expel the toxic implant by contracting, which explains my cramps. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on an unknown date: device migrated. Laparoscopy (cont.): device had actually migrated from my tubes into my uterus and was piercing both sides of the uterus from the inside. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of uterine perforation ("contraceptive device pierced both sides of uterus") and breast cancer ("breast cancer") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of cancer - patient's genes tested negative for the breast cancer gene. In 2009, the patient had essure inserted. In 2011, the patient experienced breast cancer (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("excruciating pain"), abdominal pain lower ("cramps"), malaise ("felt sick all the time") and fatigue ("fatigued all the time"). The patient was treated with surgery (total hysterectomyin (B)(6) 2018) and surgery (mastectomy on left breast). Essure was removed in (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, abdominal pain lower, malaise and fatigue had resolved and the breast cancer outcome was unknown. The reporter considered abdominal pain lower, breast cancer, fatigue, malaise, pelvic pain and uterine perforation to be related to essure. The reporter commented: the patient's physician e explained that patient's uterus would have been trying to expel the toxic implant by contracting, which explains my cramps. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on an unknown date: device migrated laparoscopy (cont.): device had actually migrated from my tubes into my uterus and was piercing both sides of the uterus from the inside. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on 14-nov-2018: additional similar incident listings attached, statement updated as requested by lam on (B)(6) 2018. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.